Event description:
It was reported that this patient was implanted with a pacemaker system. During the implant procedure, the physician initially implanted this right ventricular (rv) lead in the left bundle branch (lbb). However, when the lead was placed in the septum it was noted to move suddenly and sensing would drop. After a few attempts to position the rv lead in the lbb, the physician decided to implant the rv lead in a standard location and the implant procedure was completed. The day after the implant procedure, the patient was indicated to exhibit a pericardial effusion. The effusion was noted to be small, and the patient did not have any additional symptoms. One week later, the patient went into cardiac arrest and was successfully resuscitated. Fluid was drained from the effusion, and the patient was noted to be doing better. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with a pacemaker system. During the implant procedure, the physician initially implanted this right ventricular (rv) lead in the left bundle branch (lbb). However, when the lead was placed in the septum it was noted to move suddenly and sensing would drop. After a few attempts to position the rv lead in the lbb, the physician decided to implant the rv lead in a standard location and the implant procedure was completed. The day after the implant procedure, the patient was indicated to exhibit a pericardial effusion. The effusion was noted to be small, and the patient did not have any additional symptoms. One week later, the patient went into cardiac arrest and was successfully resuscitated. Fluid was drained from the effusion, and the patient was noted to be doing better. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with changes to an impact code and additional impact and device codes in the impact codes and device codes tables in report section h6.